Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens implant surgery, a haptic broke and had to be removed from the patients eye. The surgeon did not have a replacement lens. The patient was left apakic and a suture was placed. The surgery was aborted. Additional information has been requested

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned. Solution and blood was dried on the lens. One haptic was broken. Blue suture material was tied to the positioning hole of the other haptic. A photo was provided showing broken haptic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).